Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl. The customer stopped using the insulin pump and was hospitalized on (B)(6) 2014. She was hospitalized because she had a diabetic ketoacidosis. She was not wearing the insulin pump at the time of hospitalization. Her high blood glucose levels were corrected with manual injections and in the hospital with IV drip. The product was not returned. Nothing further to report.